Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user reports that with multiple transmitters they have not been able to link the sensor as the placement guide shows no signal resulting in sensor removal.